Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker only had one year remaining with autocapture on and pacing was at seventy five percent only. Boston scientific technical services (ts) then suggested save all for analysis. Further, engineering analysis showed that the pacemaker's battery power had been increasing gradually. It was stated that this was a consistent malfunction and that the pacemaker should be explanted and replaced. Additional information was obtained indicating that the physician scheduled the patient for device changeout. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this pacemaker exhibited premature battery depletion (pbd). Thus, this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitors. This resulted in the observed premature battery depletion.